Event description:
It was reported that the basket on the percutaneous thromobolytic device separtated from the cable during use. The basket was retrieved using a snare device. There were no patient complications.